Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw0616 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC ruptured 2 hours after the implant procedure. No other information was provided. (B)(6) does not provide any additional information.